Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device / location of device: uterine walls") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)" were added. Product implant and explant date was updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of the device / location of device: uterine walls"), menorrhagia ("abnormal bleeding (menorrhagia)"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy (no complications)") and abortion spontaneous ("miscarriage") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 5 (live dates (B)(6) 2006, (B)(6) 2007, (B)(6) 2009, (B)(6) 2011, (B)(6) 2014). Concurrent conditions included hypertension and asthma. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) in 2015 and medroxyprogesterone acetate (depo-provera) from 2015 to 2016. In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and nausea ("nausea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss specify which one: weight gain/ 10 lbs weight gain"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced night sweats ("hormonal changes describe night sweat"), irritability ("irritable"), mood swings ("mood swings"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), hypertension ("blood or heart disorder/condition type: hypertension") and alopecia ("hair loss"). The patient was treated with surgery (ablation and to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the embedded device, menorrhagia, device breakage, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, night sweats, irritability, mood swings, urinary tract infection, female sexual dysfunction, anxiety, depression, bladder disorder, urinary tract disorder, migraine, headache, hypertension, nausea, weight increased, alopecia, abdominal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, back pain, bladder disorder, depression, device breakage, embedded device, female sexual dysfunction, headache, hypertension, irritability, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: breakage of essure device. Most recent follow-up information incorporated above includes: on 21-dec-2018: reporter details and patient demographics were added. Medical history , laboratory data and concomitant drugs were added. Added events hormonal changes describe night sweat, irritable, mood swings, pregnancy (no complications), infection (bladder/ urinary tract/vaginal) type: uti, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety and depression, bladder or urinary problems or changes, migraines / headaches, blood or heart disorder/condition type: hypertension, nausea, device, breakage, weight gain / loss specify which one: weight gain, hair loss, back pain, abdominal pain and miscarriage. Updated onset dates and events. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure was removed in 2015. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.